Manufacturer narrative:
PMA/510(k) # : k163468. Device evaluation: two evo-22-27-12-d devices of lot number c1570803 involved in this complaint were returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the devices involved in the complaint were evaluated in the laboratory on 26th july 2019. No defect found in the laboratory, devices functioned as intended documents review including IFU review: prior to distribution all evo-22-27-12-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records for evo-22-27-12-d device of lot number c1570803 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1570803; upon review of complaints this failure mode has not occurred previously with this lot #c1570803. The instructions for use ifu0053-9 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ifu0053-9. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent placement was performed to treat stenosis (from below duodenal bulb to second portion) due to pancreatic cancer. Evo-22-27-12-d/ c1570803 was advanced to the desired position and the user started deploying the stent from distal side. However, the tip of the stent did not expand even though there was no stenosis around the tip of the stent. The user deployed the stent until reaching point-of-no-return but the tip of the stent still did not expand, so the delivery system was removed from the body. The user attempted to deploy the tip of the stent outside the body and it expanded like flare shape.(this sentence means the tip of the stent expanded without problems outside the body.) Another evo-22-27-12-d/ c1570803 was used but the same thing was happened, so the procedure was aborted. Stent placement with using competitor's stent or surgery will be performed. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of stent not expanding / opening post deployment'. No adverse effects to the patient have been reported as occurring.